Manufacturer narrative:
Concomitant medical products: 5867-3m lead; 6935m62 lead; dtba1d4 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead capture thresholds had been progressively rising to high measurements. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.